Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in dialysate compartment of the dialyzer and the machine alarmed. Estimated blood loss was 250cc's. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.